Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
Material # 305789; batch # 4099717. It was reported by customer that the 27g needle in the package with the 1ml luer-lock syringe is puncturing the sterile packaging. Rcc received a complaint via email. The product has packaging issues. The 27g needle in the package with the 1ml luer-lock syringe is puncturing the sterile packaging.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd syringe 1ml ll w/ndl eclipse 27x1/2 rb package damaged / defective it was reported by customer that the 27g needle in the package with the 1ml luer-lock syringe is puncturing the sterile packaging. Verbatim: rcc received a complaint via email. Email(s) attached. The product has packaging issues. The 27g needle in the package with the 1ml luer-lock syringe is puncturing the sterile packaging.